Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, flexible tube of the insertion section crushed, abnormal angle of curved tube observed, coating of the insertion tube peeled off, water tightness of the operation part (base of the suction port) not maintained, scratches found on operation part, scratches found on the eyepiece, scratches on operation unit cover, scratches found on up/down plate, and scratches found on vent metal under the grip. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for a tracheal intubation fiberscope insertion section buckled. Upon inspection and testing of the customer returned device, coating of the scope insertion guide serpentine was found peeling off. (1-2mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.